Event description:
Received a call from life home health stating that the unit shuts down without warning indicating a watchdog error condition. Technical service was not able to verify problem with this monitor. Unit returning to customer.